Manufacturer narrative:
MFR received summons alleging, consumer was found with his head lodged between the bedrails resulting in death. It is unk, if the rails were installed properly or were damaged in some way. No serial number has been provided and product malfunction has not been established MDR filed based on death.

Event description:
The summons alleges, the consumer was found with his head lodged between the bedrails, resulting in his death.